Event description:
It was alleged that the medi-therm blanket leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device evaluation confirmed the failure. It was identified the cause of the issue was a small hole in the tubing of the device. It is likely that this occurred by coming in contact with a sharp object during shipping, although this could not be confirmed.

Event description:
It was alleged that the medi-therm blanket leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.